Event description:
It was reported that during a follow up the lead exhibited loss of capture. Dislodgement was seen on the rx image. The lead was explanted, replaced, and was not returned. The pt condition after the event was good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.